Event description:
Device will not switch on when pad-pak is inserted. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2019. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault could be attributed to potential user error during pad-pak installation. The device was reported for not switching on upon insertion of the pad-pak. Throughout the investigation, the device was powered on with the returned pad-pak, all device functionalities were verified and performed to specification. Given no fault on the AED or returned pad-pak was identified, the investigation can only suggest that the returned pad-pak was incorrectly inserted into the device, therefore resulting in the device failing to make contact with the pad-pak, preventing it from switching on. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
Device will not switch on when pad-pak is inserted. There was no patient involved in this event.